Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that a patient line extension was used and was connected before priming, but it was not primed completely and was full of air bubbles. The technical service representative (tsr) explained the alarm and its cause, had the hp cycle the power on the hc device to clear it, and advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An incomplete prime was reported and is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.